Event description:
It was reported by the patient that when the start button on the remote monitor was pressed it failed to power up. No indicator lights came on and it did not initiate any telemetry. The attempt to reset the monitor by unplugging and replugging in the power cord was not successful. The monitor did have one previous successful transmission. The monitor was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that when the start button on the remote monitor was pressed it failed to power up. No indicator lights came on and it did not initiate any telemetry. The attempt to reset the monitor by unplugging and replugging in the power cord was not successful. The monitor did have a previous successful transmission. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the monitor was returned and analysis confirmed the customer comment that the device would not start an interrogation, which analysis attributed to corrosion and contamination on the printed circuit board assembly keeping the unit from being able to power up.